Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01984. It was reported that the catheter froze on the guidewire. The target lesion was located in the superficial femoral artery. A 300cm, 12cm v-18¿ control wire¿ was in use with a 5.0mm x 40mm 135cm ranger drug coated balloon. After post dilatation and dilatation, contrast was injected 2-3 times for visualization. During this time, the guidewire and the balloon became stuck together and had to be removed from the patient together. The outcome was good, there was no patient complication. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: returned product consisted of a ranger catheter and the related guide wire. The returned guide wire was measured and was found to be within specifications. Microscopic, tactile and visual inspection of the catheter consisted of checking the device for damage along the hub, inner/outer shaft, balloon, markerband, and tip of the device. The balloon was loosely folded and there was fluid in the balloon. The ends of the device would not be measured as the guide wire was firmly stuck in the inner shaft of the ranger device. Inspection revealed balloon damage (proximal end of balloon were bunched), the outer shaft was damaged (necked down) located 25cm from the tip of the device, and inner shaft damage (stretched/buckling) starting 5mm to 25cm from the tip. The guide wire has approximately 207cm of wire sticking out of the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01984. It was reported that the catheter froze on the guidewire. The target lesion was located in the superficial femoral artery. A 300cm, 12cm v-18¿ control wire¿ was in use with a 5.0mm x 40mm 135cm ranger drug coated balloon. After post dilatation and dilatation, contrast was injected 2-3 times for visualization. During this time, the guidewire and the balloon became stuck together and had to be removed from the patient together. The outcome was good, there was no patient complication. This product is only ous approved but is similar to an approved us device.